Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during unknown emergency treatment. The patient was moved to another room to complete the procedure. The field service engineer (fse) checked the device on site and confirmed that the system was unable to produce x-rays. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host-pc did not turn on. To resolve the issue, fse initialized the host-pc motherboard and restored its bios to default settings. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.